Manufacturer narrative:
Device 2 of 3: cev647b5 (lot # 201111mf1) - manufacturing date: november 2011. Device 3 of 3: cev669e (lot #201110mf2) - manufacturing date: october 2011. Device 1: cev625h was evaluated and indicated that the ceramic spacers were broken. The wire coating was damaged on the jaw. The wire was bent and lacks protection on the insert. Because of collisions and excessive force. The wire was bent and damaged. The insert was very likely not protected by the plastic protection end that was provided during the instrument reprocessing. Device 2: cev647b5 was evaluated and indicated that the tube was slightly bent and coating was damaged. Device 3: cev669e was evaluated and no problems were observed on the handle. The instrument was in accordance with the MFR's specifications. (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference # n/a. (B)(4).

Event description:
Three devices (part # cev625h, cev647b5, cev669e) were returned to mxi service and repair.